Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with failure to convert rhythm and missing electrogram (egm) episodes. Programming changes were made to restore normal parameters. The patient was stable.

Manufacturer narrative:
The reported event of missing egms was confirmed. The cause of the event was due to the device running out of memory and the prioritization of the egm triggers and thus, the device did not store the egms. The device is performing per design.